Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was only getting partial pain relief. Reprogramming was attempted three times, but their pain couldn't be resolved because they were not able to get it in the right place. The patient inquired about the pain pump supply, as they had a pump trial and that worked great for them when dilaudid was used. They were redirected to their doctor to discuss the pump availability and next steps. No device issues were reported. No further complications were reported or anticipated.